Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.